Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('if you are bleeding a lot you dont want to lose a lot of blood') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("left I get a pain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the genital haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: genital bleeding. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event pain added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('if you are bleeding a lot you dont want to lose a lot of blood') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: genital bleeding. Most recent follow-up information incorporated above includes: on 17-dec-2019: social media received- event medical device removal updated to genital bleeding. New reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('if you are bleeding a lot you dont want to lose a lot of blood') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("left I get a pain") and was found to have weight increased ("weight gain and still can't lose even after removing"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the genital haemorrhage and pelvic pain outcome was unknown and the weight increased had not resolved. The reporter considered genital haemorrhage, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: genital bleeding. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: event added: "weight gain and still can't lose even after removing"secondary reporter added. Amendment: "already have five kids" added as medical history. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('if you are bleeding a lot you dont want to lose a lot of blood') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: genital bleeding. Most recent follow-up information incorporated above includes: on 20-jan-2020: addition of imdrf codes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.